Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report, as such, visual and functional testing were unable to be performed. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. No action will be taken for this occurrence, as the root cause is unknown and a sample was not returned for evaluation. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported observing a jet stream when switching from air irrigation to fluid irrigation during a macular hole procedure. The patient experienced a retinal detachment and an air bubble entered under the retina. The surgeon removed the air bubble and irradiated with a laser after returning the retina to the original position. The patient's eye was then filled with a perfluoropropane gas and the surgery was completed. The patient is under medical observation for surgeons concern of possible visual field defect. Additional information has been requested. The sample is not available for evaluation as it was discarded by the facility.